Event description:
Noise was reported on the atrial lead and mode switch recordings. Capture threshold is variable and inconsistent. Sensing and impedance are steady and within range. Noise could not be recreated in person. It is unclear which lead is the atrial lead, thus this compliant is filed under both leads implanted in this patient, but please note this compliant is only for the right atrial lead. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.